Manufacturer narrative:
Investigation: a service call was placed and a terumo bct's service technician visually inspected the machine at the customer's site. The service technician was able to duplicate the reported condition. Upon visual inspection, it was noted that the IV pole was inoperative and would not stay in the 'up' position. The service technician adjusted the IV pole button setscrews, cleaned the IV pole, and successfully performed a functional test of the IV pole. An internal report shows that the machine has been in use with no further occurrences of the problem. One year of service history was reviewed for this device with no problems identified related to the reported condition. Root cause: since the adjustment of the IV pole button set screw has resolved the issue, it is likely that this part was defective or a contributing factor. Correction: a trima field action has been initiated to notify all trima users to use precaution while transporting the device and a caution statement was included in the operator's manual. Corrective action: an internal CAPA has been initiated to evaluate reports of the IV pole dropping down suddenly.

Event description:
The customer reported that the IV pole on the trima would not stay in the up position. Per the customer, no injury occurred for this event. No injury was reported for this incident and no patient/donor was connected at the time the IV pole was sliding down, therefore no patient/donor information is reasonably known.